Event description:
The pump was not returned, therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigate this issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: 2 pump problem errors on sept 7. Waiting for confirmation of no report of patient harm or of the issues stopping an active infusion. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.